Manufacturer narrative:
DHR/bhr review: DHR review. There were no related quality notifications. All process and final inspections comply with specification requirements. Investigation conclusion: bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retention samples. We recommend the customer be informed that the quantity of blood drawn varies with the altitude, ambient temperature, barometric pressure, tube age, venous pressure, internal tube dimension, and filling technique used.

Event description:
It was reported that underfilling is occuring while trying to use the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. No injury or medical intervention was reported.

Manufacturer narrative:
PMA / 510(k)# is corrected to bk050036.